Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not turning on. Customer informed that, they tried three reboots, but the issue persisted. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed that the low voltage power supply in the m cabinet was defective. The supplier's part analysis of low voltage power supply showed no power was coming in or out. To resolve the issue, the fse replaced low voltage power supply in m cabinet and performed functional tests, after which the system was returned to use in good working condition. The coded were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to fully boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.